Manufacturer narrative:
Patient 1, 2: date of birth - (B)(6) 1959; female; (B)(6). It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20181231, expiration date 10/31/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in coaguchek s system.

Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1.9 inr/2.4 inr, 1.9 inr/2.5 inr, 1.6 inr/2.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.